Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 8 years since the subject device was manufactured. The specific root cause of the reported problem could not be determined at this time because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer confirmed the involved scopes were 190 pediatric scopes. The 190 pediatric scopes work in the other room; it was not a scope issue. The customer cleaned the gold contacts and light source socket with an alcohol prep pad and also blew a can of air into the socket. The issue was still present. Tac advised the customer to check the maj-1941 cable and the maj-1933 cable. Also, unplug the maj-1430 cable. Try the pediatric scope; gently move the tail of the scope up/down and left/right to see if the image clears. The issue was not resolved. The customer sent the device for repair. The customer emailed and confirmed there was no visible image (only red fussy image). To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the xenon light source had red fuzzy image with pediatric scopes only. The issue was found during preparation for use. There were no reports of patient harm.